Manufacturer narrative:
The system was examined and the reported event was confirmed as a non-conforming loose connection to the host module. The cable was tightened to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 22, 2006. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to a loose cable connected to the host module. However, how that cable became loose remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the screen on the console was flickering and then the system shut down on its own. The system was switched out to complete the case. There was no patient harm.